Event description:
Per the clinic, the patient experienced no sound from the device at initial activation. A CT scan performed (date not reported) revealed the array to be extra cochlea. Subsequently the device was explanted on (B)(6) 2015; during the same procedure, the patient was re-implanted with a new device.

Manufacturer narrative:
This report is filed october 21, 2015.

Manufacturer narrative:
(B)(4).